Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device would not deliver defibrillation energy when detecting shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device would not deliver defibrillation energy when detecting shockable rhythm. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be the disconnected white wire connector of the hv capacitor (j18). The customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device would not deliver defibrillation energy when detecting shockable rhythm. There was no patient use associated with the reported event.